Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval? No. H2 device return to manuf ? No. Investigation summary no samples were returned to the manufacturing locatio, but bd japan received a sample and sent photos. The investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. The customer reported about needle/shield separation from the barrel when removing the shield. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle/shield separation from the barrel when removing the shield."